Manufacturer narrative:
Manufacturer report number: will be submitted as an initial 30-day report with receipt date (day 0): (B)(6) 2025 by removing most recent information logs from the case. The initial version (30-day) of the case was received on (B)(6) 2025. The follow up version 1 (30-day), follow up version 2 (5-day) and follow up version 3 (30-day) were received on (B)(6) 2025 respectively. The initial, fu1, fu2, and fu3 versions were submitted on (B)(6) 2025 respectively. These case versions were submitted as an e2b r2 xml file along with MDR form in pdf file format via the electronic submissions gateway (esg) as2. On (B)(6) 2025, device evaluation report was received in follow up version 4. As the previous case versions were not submitted as xml hl7 file, hence after submission of the information received on (B)(6) 2025, a negative acknowledgment was received stating "initial report/ prior supplement has not been received. The initial report and supplements 1-3 are missing". Therefore, the information received on (B)(6) 2025 will be submitted as initial report with the receipt date (day 0): (B)(6) 2025 as a single report.

Event description:
MFR report #: (B)(4). #1: passed out v28.0 (she got an excess dose of medication due to which she became unresponsive and passed out, she had nearly died): from 2024 to - serious - unknown #2: accidental overdose v28.0 (there were 5 patches in a packet she applied, she got an excess dose of medication): from 2024 to - serious - unknown #3: product packaging quantity issue v28.0 (one pouch had 3 patches stacked on top of each other and the patches were sticking together; another pouch had 5 patches that were stacked together as there was manufacturing error): from 2024 to - serious - unknown #4: device malfunction v28.0 (one pouch had 5 patches that were stacked together and when she applied the additional patches had spread out on her arm): from 2024 to - serious - unknown. #5: device issue v28.0 (one pouch had 5 patches that were stacked together and when she applied the additional patches had spread out on her arm): from 2024 to - serious - unknown. #6: breathing slowed v28.0 (her breathing had slowed): from 2024 to - not serious - unknown. #7: fatigue extreme v28.0 (she was extremely fatigued): from 2024 to - not serious - unknown. #8: woozy v28.0 (she was extremely woozy): from 2024 to - not serious - unknown. This spontaneous case report was received from pharmacist via medical information call center (micc) (reference number: (B)(4)) from united states on 02-jan-2025. This case concerns a 37 years-old adult female patient who was on a treatment with fentanyl patch for an unknown indication, had 3 and 5 patches that were stacked together in pouches (pt: product packaging quantity issue) and the stacked patches shifted (pt: device issue and pt: device malfunction) which gave her an overdose (pt: accidental overdose) due to which she became unresponsive and passed out, she had nearly died (pt: loss of consciousness). Her breathing had slowed (pt: respiratory rate decreased), was extremely fatigued (pt: fatigue) and extremely woozy (pt: dizziness) (clinical term: loss of consciousness, decreased respiratory rate, extreme exhaustion, dizziness; problem term: manufacturing, packaging or shipping problem). Patient's relevant medical history, past drug history and family history was not reported. Concurrent condition included the patient had cancer. Concomitant and co-suspect medications were not reported. On an unknown date in 2024, the patient started treatment with fentanyl transdermal patches 25 mcg (system, transdermal delivery, cder or cber led; appropriate component term/code not available) (batch/lot number: 108319, expiration date: apr-2027, device manufacturer date: 14-may-2024) for an unknown indication. It was reported that the patient picked up the prescription on (B)(6) 2024. Usage of the device was unknown, and the operator of device was lay user/patient. Pharmacist called on behalf of a patient who reported that in fentanyl 25 mcg/hr box, one pouch had 3 patches stacked on top of each other. Furthermore, the patient informed them that previously in the same box there was a pouch which had 5 patches that were stacked together but she did not realize it. The patient while doing some activity got sweaty due to which the patches slipped, and she figured out that the patches were sticking together. She got an excess dose of medication due to which she became unresponsive and passed out. The patient reported that there were 5 patches in a packet she applied. After having a bit of a workout, she reported that apparently the stacked patches shifted and gave her an overdose. She became extremely fatigued and took a nap. Her son had a service dog who apparently recognized that her breathing had slowed and tugged on her until she awoke. She was extremely woozy and saw that additional patches had spread out on her arm. She immediately removed them, and her husband helped her shower off the area. She felt very lucky to be alive. On (B)(6) 2025, patient informed that she returned 5 boxes of the same lot to the pharmacy. She wanted an investigation to be conducted for the 4 boxes of the same lot# as well even though she did not open them as her complaint was very serious and it could have led to loss of her life. She stated that the overdose could have led to her death. She wanted an assurance that a strict investigation would be conducted for all the boxes of the same lot# and suggested that this lot should be recalled before anyone else faces a life-threatening situation like hers. She was informed that the investigation was under process and any update on the case would be provided to her at the earliest. Further, on (B)(6) 2025, she stated that she was informed that the company would hold onto that lot. She would also get a replacement, and her pharmacy would be credited for the same. But she has not received any email yet. She was very upset and started crying as she stated that she didn't want this to happen to anyone ever again and it needs to be taken very seriously. She wanted an update on the ongoing issue. She was informed that her complaint was under investigation and an update would be provided to her for the same. On (B)(6) 2025, company intended a voluntary recall of fentanyl transdermal system (25 mcg/hr) lot 108319 due to the risk of applying multi-stacked patches labeled which could lead to a higher than prescribed 25 mcg/hr dose, which may result in serious, life threatening, or fatal respiratory depression. There was a potential safety impact and accordingly recommend that the recall be classified as a class I recall to consumer/patient level. Corrective and preventive action included multiple actions which have been implemented to mitigate the risk of reoccurrence and improve detectability of similar defects. Additional corrective and preventative actions were to be determined on completion of the CAPA investigation. It involved a review of adhesive buildup on the release liner wrapped around the nip rollers was implemented to determine if the release liner change frequency should be increased. The release liner work instructions were updated to clarify the inspection, cleaning, and replacement processes. Updated batch record to allow for documentation of release liner inspection, cleaning, and replacement. Increased the inspection requirements per batch for all fentanyl transdermal systems (tds) strengths. Equipment configuration was updated to lower the nip roller pressure to a minimum set point during line stoppage. If the defect was present, there was an opportunity for the user to visually identify the defect prior to application of the patch. A unit containing multiple overlayed patches may be readily identified due to the overlapping print. The defect will not change over the lifetime of this product lot. The safety risk of a patient applying more than one patch was greater than the safety risk of the complaint defect. Per the product risk assessment (risk-ge-0058), the product design, production, and instructions for safe use provide risk control measures. Images of the alleged defect were not provided. The risk of harm to patients was high if the patient fails to detect the overlayed patch prior to application. Controls in place to minimize the risk of delivery beyond the intended dose are the design, production, and instructions for safe use. Another factor that lowers risk was the observed defect rate. A total of four defects has been identified in (B)(6) between manufacturing and the field. This defect quantity results in a 3.2 x 10 -5 % defect rate out of (B)(4) fentanyl patches produced from 2023 to (B)(6) 2024. A final defect rate would be determined following completion of inspection activities. Additional factors that lower risk are high defect detectability by the patient, the risk control measures, and the indicated limitations of use on the patient insert. However, the potential for full patch separation remains. Based upon the information in this assessment used to evaluate the potential arising from the overlapping patches and patch separation, it was considered that the consequences of additional administration of fentanyl from use of the overlapped patches in addition to the potential for patch separation was severe. This assessment will be presented to recall assessment team to determine appropriate market action. After approval from the FDA, the recalled product will be destroyed and recorded via supporting documentation. On (B)(6) 2025, it was reported that the pharmacy had directly sent back the recalled fentanyl patches to company. Further, the pharmacist explained that on (B)(6) 2025, the patient came to the pharmacy and reported that she nearly died from an overdose of fentanyl. She stated that she used patch a few days back (in 2024) and it turned out there were 5 patches stacked on the sheet which were placed on by the manufacturer. She said after she started sweating, the stack of patches spread out on her arm, and she was overdosed. She didn't realize what was happening, so she took a nap. She was awoken by her son's service dog. She assumed the dog could tell she was in danger. It was then she realized there were 5 patches on her arm and her husband helped her take them off and showered to cool herself down and wash off the medication as much as possible. She then sent in a package with another patch from the same box. She had opened the foil. When pharmacist pulled out the product, there were three patches neatly stacked on the plastic backing sheet. The pharmacist told her that she would need to call the manufacturer and report this. The pharmacist asked if he could keep the product, then she said she did not want it back. She just wanted to make sure other people were not harmed by this manufacturing error. Then the pharmacist asked if she needed to contact the doctor for a new prescription for her, she stated that she had several boxes of fentanyl patches in her safe at home and she only used them as needed, but she still fills them every 28 days to make sure she will have them when she needs them. She was a cancer patient, and later that day patient returned to the drive-thru with 3 more boxes of the same lot number of company 25mcg/hr patches. One of the boxes was labelled as being dispensed on (B)(6) 2024 and the other two as on (B)(6) 2024. Patient called the pharmacy several times asking for updates on the situation and she was provided with all the information available. On (B)(6) 2025, investigation report revealed that the sample was received on (B)(6) 2025. Based on the investigations from manufacturer and company's (distributer) investigation of associated deviations, the overlapping patch defect in lot# 108319 was caused by an unknown, isolated special event that led to the lane 4 cavity of the controlled depth die becoming defective. Additionally, the first (B)(4) patches were processed with unwrapped nip rollers, which contributed to defects in lane 3. Based on the health hazard evaluation prepared by manufacturer and due to the moderate risk of a patient experiencing an overdose if exposed to an overlap patch manufacturer and company initiated a product recall for lot# 108319 on (B)(6) 2025. Manufacturer has initiated multiple action items and developed risk control measures to mitigate or detect any future defects. (Method term: testing of actual/suspected device, result term: packaging problem identified; manufacturing process problem identified; conclusion term: cause traced to manufacturing). According to the reporter, the patches belonged to the affected lot. Based on medical assessment, the recall presents a significant safety concern, as the potential risk of a product can cause substantial and unreasonable harm to public health. The reported events, meet the FDA's MDR reportability criteria as defined under 21 cfr part 803. Therefore, this qualifies as a 30-day reportable event. The remedial action was initiated as recall. No laboratory tests and procedures were reported. The case is considered as serious (other medically important condition) for the events loss of consciousness, accidental overdose, product packaging quantity issue, device malfunction, device issue and manufacturing production issue while non-serious for the rest of the events (impact term: serious injury/illness/impairment, non-serious injury/illness/impairment and overdose). The action taken with fentanyl (system, transdermal delivery, cder or cber led; appropriate component term/code not available) was unknown. The outcome of the events was unknown. The reporter's assessment of the causal relationship of the events with fentanyl was provided as possible at the time of this report. No further information is available. Follow up information of this case was received from consumer or non-healthcare professional (patient) via medical information call center (micc) (reference number: (B)(4)) from united states on (B)(6) 2025 along with live follow-up on (B)(6) 2025. Additional reporter (patient) was added and information regarding patient's concern for overdose was received. Narrative was updated accordingly. No further information is available. Follow-up information of this case was received from product quality group via email on 28-jan-2025. Case upgraded to 5-day reporting as health hazard evaluation (hhe) report involving remedial action (batch recall) was received. Additionally, reference number (B)(4) and device related details were added. Device available for evaluation field was updated from yes to no. The narrative was updated accordingly. No further information is available. Follow-up information of this case was received from consumer or non-healthcare professional (advisor, strategic partnership management) and a pharmacist via medical information call center (micc: (B)(4)) from united states on (B)(6) 2025. Additional reporter (advisor, strategic partnership management), concurrent condition (cancer), reference number (B)(4) and patient's age was added. Verbatim of event loss of consciousness was updated. Partial start date added for suspect product and for all the events. Narrative was updated accordingly. No further information is available. Follow-up information of this case was received from product quality group via email from united states on (B)(6) 2025. Information regarding investigation result was received. Reference numbers (B)(4) and device related fields were added in relevant structured fields. Narrative was updated accordingly. No further information is available. The initial version (30-day) of the case was received on (B)(6) 2025. The follow up version 1 (30-day), follow up version 2 (5-day) and follow up version 3 (30-day) were received on (B)(6) 2025 respectively. The initial, fu1, fu2, and fu3 versions were submitted on (B)(6) 2025 respectively. These case versions were submitted as an e2b r2 xml file along with MDR form in pdf file format via the electronic submissions gateway (esg) as2. On (B)(6) 2025, device evaluation report was received in follow up version 4. As the previous case versions were not submitted as xml hl7 file, hence after submission of the information received on (B)(6) 2025, a negative acknowledgment was received stating "initial report/ prior supplement has not been received. The initial report and supplements 1-3 are missing". Therefore, the information received on (B)(6) 2025 will be submitted as initial report with the receipt date (day 0): (B)(6) 2025 as a single report. MDR comment: according to the medical assessment, an adult female patient, who was using a fentanyl patch (batch 108319) for an unknown indication, had 3 and 5 patches that were stacked together in pouches (product packaging quantity issue) and the stacked patches shifted (device issue) which gave her an overdose (accidental overdose) due to which she became unresponsive and passed out, she had nearly died (loss of consciousness). Her breathing had slowed (respiratory rate decreased), was extremely fatigued (fatigue) and extremely woozy (dizziness). Additionally, on (B)(6) 2025, the investigation report revealed that the sample had been received on (B)(6) 2025. The investigations identified that the overlapping patch defect in lot #108319 was caused by a rare, isolated event that damaged the lane 4 cavity of the controlled-depth die. Also, the first 150, (B)(4) patches were processed with unwrapped nip rollers, contributing to defects in lane 3. A 5-day report was submitted to the FDA, and due to the moderate risk of overdose from overlapping patches and the lot #108319 was recalled from the market. No issues were found in retained samples. The company has since implemented multiple corrective actions and risk control measures to mitigate or detect future defects. Based on the seriousness and the association with a defective device and recalled batch; this case qualifies to be a 30-day reportable case in accordance with regulatory guidelines. Senders comment: this case concerns a 37 years-old adult female patient who was on a treatment with fentanyl patch for an unknown indication, had 3 and 5 patches that were stacked together in pouches (product packaging quantity issue) and the stacked patches shifted (device issue and device malfunction) which gave her an overdose (accidental overdose) due to which she became unresponsive and passed out, she had nearly died (passed out). Her breathing had slowed (breathing slowed), was extremely fatigued (fatigue extreme) and extremely woozy. The events of passed out, accidental overdose, product packaging quantity issue, device issue and device malfunction were assessed as serious and listed. The events of breathing slowed, fatigue extreme and woozy were assessed as non-serious and listed. The causal role of fentanyl for reported events of passed out, breathing slowed, fatigue extreme, and woozy is assessed as possibly related. The causal role of fentanyl for reported events of accidental overdose, product packaging quantity issue, device issue and device malfunction is assessed as unclassified. However, lack of information regarding patient's relevant past medical history; past drug history; family history and pre-existing risk factors precludes comprehensive assessment. Sender comment: initial part of the sender's comment is mentioned in case narrative. As per the information received in follow up on(B)(6) 2025, company intended to initiate a voluntary recall of fentanyl transdermal system (25 mcg/hr) lot 108319. The reason for the recall is that there is a potential that patches could be multi-stacked, adhered one on top of the other, in a single product pouch labeled ¿25 mcg/hr fentanyl transdermal system patches¿ lot 108319, expiration april 2027 which could lead to a higher than prescribed 25 mcg/hr dose, and may result in serious, life threatening, or fatal respiratory depression. There is a potential safety impact which may cause harm to public health hence it is recommended that the recall be classified as a class I recall to consumer/patient level. Therefore, it doesn't change the medical assessment of the case.